Event description:
Boston scientific was notified of a patient that had undergone a photo selective vaporization of the prostate. After returning home post procedure (unknown onset date), the patient began experiencing incontinence for which an artificial urinary sphincter device was implanted. The patient incontinence symptoms resolved post the implant procedure, and the patient has recovered. There were no other patient complication or adverse events reported in relation to this event.

Event description:
Boston scientific was notified of a patient that had undergone a photoselective vaporization of the prostate. After returning home post procedure (unknown onset date), the patient began experiencing incontinence for which an artificial urinary sphincter device was implanted. The patient incontinence symptoms resolved post the implant procedure, and the patient has recovered. There were no other patient complication or adverse events reported in relation to this event.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of urinary incontinence is a known risk associated with photoselective vaporization of the prostate procedures and is noted as such in the greenlight fiber optic instructions for use (IFU). Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.